Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer contacted technical support (ts) stating that the touchscreen is poor. The mode tab cannot be pressed. Calibration was performed but did not fix the reported issue. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:29oct2020. B4: 06jan2021. The service technician confirmed through operation checking. The touchscreen calibration was performed and the issue persisted. The touchscreen assembly was replaced and issue was resolved. G4: 11nov2020. B4: 06jan2021. The touchscreen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. Results showed resistance levels were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.